Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had high impedances and lead migration. Surgical intervention was undertaken wherein the leads and ipg were explanted and replaced to address the issue. It is unknown why the ipg was replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000052300.

Event description:
Additional information indicates x-ray imaging revealed migration of one lead. It is unknown which lead migrated.